Manufacturer narrative:
E1 - address 1: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image had horizontal stripes and interference waves. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: flickering image was caused due to horizontal stripes and interference waves in image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had flickering image during set up/inspection for use (during set up in room/before patient in room). There were no reports of patient involvement.